Manufacturer narrative:
(B)(4) follow up. It was reported the green part of the needle separated from the needle. Our quality team has completed a device history record review for material number 305167 and lot number 5092716. The review did not identify any abnormalities during the production process that could have contributed to the condition, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported needle separation from hub. Description: fitch was doing a cortisone in a patient's left knee and she went to remove the needle from the patient's knee and the green part of the needle separated from the needle itself. The needle was stuck in the patient's knee and kim was able to pull it out.